Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the flow sensor required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it is auto cycling while on a patient. The customer stated there was a patient on the ventilator when the issue occurred, there was no harm or injury.